Event description:
During the fco evaluation of the device at the manufacturer's service center, the manufacturer technician observed a failure in the low oxygen flow. The technician has determined that aecm needs to be resolved to resolve the issue.